Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that intermittent altitude alarms occurred while the customer was not outside of the labeled operating altitude range. Additionally, the pump was hot to the touch when charging despite being in room-temperature conditions. Additionally, the customer received a power source alert after plugging the pump into a wall outlet. There was no impact to the customer¿s blood glucose. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged battery not charging issue was verified. Additionally the alleged altitude alarm issue was verified in the pump logs, however, no failure was identified. Additionally the alleged battery hot to touch issue could not be verified.